Manufacturer narrative:
Based on the information provided, the patient was diagnosed, through physical exam, with a recurrence of his hernia, for which he is seeking the advice of a surgeon. To date no additional medical or surgical intervention has been reported. Also alleged are pain and inching at the implant site. At this time with the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported patient outcome. Should additional information be provided a supplemental MDR will be reported. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Regarding recurrence the warning section of the IFU states, "to prevent recurrence when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect. When repairing inguinal hernias the mesh should be large enough to extend beyond the pubic tubercle and should fit securely around the spermatic cord at the internal ring. Many surgeons cut a keyhole in the mesh to allow for easier placement around the cord." Additionally, the adverse reaction section lists recurrence as a possible complication. This MDR represents the bard flat mesh an additional MDR was submitted to represent the bard perfix plug. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device remains implanted.

Event description:
The following was reported to davol: on (B)(6) 2013 - the patient underwent repair of an incarcerated large right inguinal scrotal hernia with small bowel obstruction and had implant of a bard/davol perfix plug and a bard/davol flat mesh. Operative dictation notes extra large plug was placed into the internal ring and one onlay patch was placed medially to about the mid portion of the pubic bone and the second onlay patch was placed laterally in reverse fashion and then the keyhole closed with both of the meshes around the cord without strangulating the cord structures. During the procedure an small hydrocele was opened and excised. In 2013 - following the implant, the patient began to feel sensitivity in the area of the repair and has felt an internal itching sensation in the area as well. The patient discussed this with his primary doctor who recommended possibly "deadening the nerves" in the area to alleviate the pain; however, the patient did not want to do that. The patient does not have any known sensitivities and the itching has been present since shortly after implant. On (B)(6) 2017- the patient went to the ER due to pain in the right groin. The ER md performed a physical exam and felt a hernia recurrence. The md advised the patient that some people are more susceptible to hernias than others. No imaging was performed. The patient is scheduled to follow up with the surgeon to further assess the symptoms and develop a plan of treatment.